Event description:
It was reported that the company representative measured high impedances on electrode #3 of the patient's implanted lead. Also, low impedances were measured between electrodes #0 and #1. The impedance between electrodes #1 and #2 was normal. The impedance between electrodes #0 and #2 was not known. The impedances were measured intra-operatively using alligator clips and an external neurostimulator. The physician determined there was a short in the lead, but it was not removed. The device was turned off and a lead revision and battery replacement was planned for a future date, but had not yet been scheduled. It was also noted that the patient experienced a loss of therapeutic effect. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 748251, serial# (B)(4), implanted: 2005 (B)(6), explanted: na, product type: extension, product ID 3387-40, lot# j0230919v, implanted: 2003 (B)(6), explanted: na, product type: lead, product ID 7438, serial# (B)(4), product type: programmer, patient right side system: product ID 7426, serial# (B)(4), implanted: 2008 (B)(6), explanted: na, product type: implantable neurostimulator, product ID 748251, serial# (B)(4), implanted: 2003 (B)(6), explanted: na, product type: extension, product ID 3387-40, lot# j0231061v, implanted: 2003 (B)(6), explanted: na, product type: lead. (B)(4).